Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 50 mg/dl, due to customer incorrectly programming their settings. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.